Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18719. It was reported the pt has experienced discomfort at the ipg site for approx 3 months. The pt indicated the ipg was irritating and he is unable to sit because it was annoying him to much. The sjm rep met with the pt and the pt indicated he is also experiencing heating at the ipg site while charging. A replacement charing system was sent to the pt to address the heating while charing. Surgical intervention will take place at a later date to relocate the pt's ipg due to the discomfort. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.